Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood glucose (bg) value of 600 (mg/dl) was entered and a bolus was delivered. Reportedly, the contact was not with the customer during the time. Reportedly, at the time of the reported event, the customer's bg level had been 300 mg/dl. Review of the pump data logs verified that the pump was unlocked and a bg value of 600 (mg/dl) was entered and a bolus was delivered by the customer. The contact acknowledged the information and confirmed that the pump was functioning as intended.